Manufacturer narrative:
Preliminary analysis revealed that the device operates as specified.

Event description:
Reportedly, the patient has an unipolar lead; the device was interrogated and the list of bipolar vectors was displayed. Physician interrogated the ICD and performed tests as a bipolar lead, no warning message was displayed. The test were performed from the test tab: lv vectoren impedance lv tip -rv coil: 692 ohm, other lv impedances were not tested manually before lv thereshold test.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the patient has an unipolar lead; the device was interrogated and the list of bipolar vectors was displayed. Physician interrogated the ICD and performed tests as a bipolar lead, no warning message was displayed. The test were performed from the test tab: lv vectoren impedance lv tip -rv coil: 692 ohm, other lv impedances were not tested manually before lv threshold test.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient has an unipolar lead; the device was interrogated and the list of bipolar vectors was displayed. Physician interrogated the ICD and performed tests as a bipolar lead, no warning message was displayed. The test were performed from the test tab: lv vectoren. Impedance lv tip -rv coil: 692 ohm. Other lv impedances were not tested manually before lv thereshold test.